Event description:
It was reported that the operator of the device attempted to remove 1cc of saline from the balloon of the alleged catheter by suction with syringe without success. The tubing was eventually cut and the balloon deflated immediately without causing any injuries.